Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet.

Event description:
The customer reported blender is defective and is not reading the fio2 issue on the avea ventilator. The customer confirmed that there was no patient harm associated with the reported event.